Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient may have/believed they pulled one of the wires ¿slightly out¿/out while dressing after the procedure. The nurse had to tape it to them. The patient stated that they felt a pinching and felt it may be the incision. The doctor was trying to get in contact with their emergency contact. Follow up information received from the trial patient on (B)(6) 2019 reported that they also had pulled the leads from the external neurostimulator (ens) and was able to plug them back in. Additional information received on (B)(6) 2019 from the trial patient reported that they felt a pinching feeling and it hurt. It was advised to turn the stimulation down and to contact their doctor. Follow up information received on (B)(6) 2019 reported that the trial patient felt a pinching in their back. It was advised that they contact their clinician for the issue. It was noted that the doctor referred them to contact the manufacturer. Further follow up information received on (B)(6) 2019 reported that the patient thought the pinching was caused by the tape. Additional information received on (B)(6) 2019 reported that the trial patient went to the emergency room (ER) to have the stimulation reset because the ¿level had dropped from 1.3 to 1 briefly turning the device off when driving¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received on (B)(6) 2019 reported that the trial patient had pain in their back. Additional information received on (B)(6) 2019 reported that the patient disconnected the ens to take a shower and now the device would not connect at all. It was mentioned that the patient got the bandages wet and now they were coming off. The patient stated that the lead wire got wet. It was also reported that the patient ended up in the ER because they did not understand the programmer and did not know what was going on. The patient stated that they were depressed as they did not know if they want to move forward with the implant because they were scared. It was unknown if there were any actions/interventions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.